Event description:
The stent failed to cross the target lesion, due to the vessel's calcification the stent flared; during patient withdrawal the stent dislodged in the patient requiring snaring. The report received indicated that during a coronary procedure, pre-dilatation was conducted then the 2.5x13mm cypher was being delivered to the target lesion. However, the delivery system could not cross the lesion. Consequently, the stent was retrieved into the guide catheter, however, due to the severe vessel calcification, the stent flared and the stent strut got caught at the tip of the guide catheter. Therefore, the guide catheter and the cypher were being retrieved as a unit. During removal, the stent got stuck at the tip of the sheath and the stent dislodged in the patient. Since the guidewire was still in place, a snare was delivered and the stent was retrieved. After successful stent retrieval, the lesion was pre-dilated again and the lesion was stented. The procedure was finished successfully without any other complications or adverse events to the patient. Further information indicated the target lesion was the mid left anterior descending. The vessel was de-novo and tortuous and presented heavy calcification with a 90% stenosis.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.